Event description:
It was reported that the helix did not extend when the lead was repositioned. The helix had been retracted during the procedure. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.